Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
Customer reported "the screen does not work at all with touch or any of the keys. The hb reading will be visible initially until you touch the screen, then it will disappear and nothing will work. " the event occurred before and during use on the patient. There was no alarm. What we did was to turn the machine off then on again, then not touch it so that the sphb would remain on the screen. There were no consequences or impact to patient.